Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid 40 mg/ml at a dose of 6.021 mg per day later reported as 6 mg per day via an implantable pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen at initial interrogation, after the patient checked into the hospital because he got sick. The patient had not recently had a MRI and there were no known environmental/external/patient factors that may have led or contributed to the issue. The motor stall was active at the time of report and had occurred on (B)(6) 2016. The patient was experiencing nausea which was a sudden change in their symptoms and was likely due to the pump stalling. No troubleshooting was performed. It was further reported the pump was replaced on (B)(6) 2016. The issue was considered resolved at the time of report. It was noted the pump would have to go to pathology before being sent back to the manufacturer. The cause of the stall was not provided. The patient's status at the time of this report was listed as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.